Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main printed circuit board (pcb) and display were contaminated, the upper case and lower case were contaminated, the battery release, lead flex cover, one printed circuit board (pcb) screw, board connector cables, battery flex and heart lead flex were contaminated, one side bail cover and one side bail were missing. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.